Event description:
It was reported that 190 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed region of the mid right coronary artery (rca). The lesion was 16.0 mm in length. The dr direct stented the lesion with one taxus express2 8.8% 2.75x28 mm drug eluting stent without complication. The taxus stent was post dilated after deployment with residual stenosis of 0%. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt expired 190 days post index procedure. The reported cause of death was "probable mi, pt stopped asa and plavix for 3 days for a squamous cell skin cancer removal." No autopsy was performed. In the opinion of the dr it is unk if the target vessel was involved in the death. Clinical study.